Event description:
The customer reported that device has not power. There was no report pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.